Event description:
In 2009, the patient reported that for the past 2 weeks she has received e4 (occlusion) errors on her insulin infusion device and has had elevated blood glucose readings. She stated when she received an e4 at night she would turn over and go back to sleep and wake up with elevated readings in the 200's mg/dl with her normal range being 80-90 mg/dl. She said when she received an e4 at work, she would turn her infusion device off and wait until she went home to change her supplies. Symptoms are exhaustion and frequent urination. She stated she changes her insulin cartridge every 3 days and her insulin looks cloudy on the 3rd day. She was advised that the manufacturer of the type of insulin she uses recommends the insulin be changed every 48 hours. She stated her current blood glucose is within her normal range in the 90's mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.